Manufacturer narrative:
Event date: exact date unknown, event occurred two months prior to the date manufacturer was made aware.

Event description:
It was reported that the ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.